Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification, for one patient, involving access 2 immunoassay system. Subsequent testing produced one lower result, within the normal reference interval, and one result within the risk stratification. The initial elevated result was released out of the laboratory. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse reported the unit was in normal operation and within system specifications. The fse performed a successful system check within system specifications, and a low-control precision test passed within troponin I (accutni) precision specifications. The unit conformed to the manufacturer's performance specifications. The customer stated quality control (qc) was within the laboratory's acceptable range prior to and after the patient's sample testing.